Manufacturer narrative:
(B)(4). Medical product: biomet cc I-beam tray 75mm, catalog # 141224, lot # unknown; series a pat thin 37x8.6 3 peg, catalog # 184788, lot # unknown; vngd cr tib brg 71/75 x 13 catalog # ep-183443 lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-05185. Remains implanted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient underwent manipulation due to unknown reason.